Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Only the main coil was returned for this complaint. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil was performed and there missing fiber bundles due to the coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21feb2022. It was reported that the coil could not be advanced in the catheter and became stretched. A 20mmx40cm interlock-35 coil was selected for use in a splenic aneurysm of 2.3 cm in size. During the procedure, it was noted that the coil could not be pushed from the catheter. The physician withdrew the coil and found that the coil was stretched. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed interlocking arm detachment and missing fiber bundles.